Event description:
Patient was revised to address chronic dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address chronic dislocation. Doi 13+ yrs ago; dor (B)(6) 2013 (left hip). Update (B)(4) 2013 - patient's operative records were received. Records indicate upon revision there was some plastic deformity of the posterior aspect of the polyethylene without gross volumetric wear. There is no new information that would change the existing MDR decision. Dob: (B)(6) 1936. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Medical records, including an x-ray was received. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.